Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported by the user site that on may 11, 2026, during use of a selenia dimensions 2d 3000 system, the c-arm moved downward automatically without user intervention. The user site reported that video evidence showed the c-arm rose correctly when the up button on the footswitch was pressed; however, once the button was released, the c-arm immediately began to descend on its own. The user site reported that the downward movement continued until the c-arm reached its lower limit and could not be counteracted using the other footswitch or the lateral buttons on the gantry. No patient or user injuries were reported. No further information is currently available.